Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported the cause of the abdominal pain was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient was experiencing right abdominal pain. The patient had experienced these issues since their original implant off and on and had been constant the last couple of years prior to the report. They had the battery revised to somewhere else but the date of the revision was unknown. Their pain went away after the revision. The patient was chronic low back pain.